Event description:
It was reported that arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device after a carotid stenting procedure. Reportedly, when the needle plunger was removed no suture was present; a cuff miss occurred. The proglide was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. No clinically significant delay in the diagnostic procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; the return of the device may have assisted the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. The patient artery was reportedly moderately calcified. Proglide instructions for use indicates that the safety and effectiveness of the perclose proglide smc devices have not be established in patients with femoral artery calcium which is fluoroscopically visible at the access site. It is likely that the reported calcification contributed to the needle to cuff miss. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.